Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Additional information added in follow-up #2 (B)(4). Field b4, g6, h2, h3, h6 and h11 updated. The issue was discovered during preoperational check with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be a defective expiratory valve and the expiratory valve was replaced. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the expiratory valve could result in inadequate ventilation support.

Event description:
The following was reported to hamilton medical ag: spoke with technical support, determined that there is no back pressure being delivered to the ventilator side of the membrane in the expiratory valve. The investigation was due to continuous failure of the leak test despite cleaning the well and replacing all components of the patient set and expiratory valve. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: spoke with technical support, determined that there is no back pressure being delivered to the ventilator side of the membrane in the expiratory valve. The investigation was due to continuous failure of the leak test despite cleaning the well and replacing all components of the patient set and expiratory valve. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). UDI related data quality updates only: field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11

Event description:
The following was reported to hamilton medical ag: spoke with technical support, determined that there is no back pressure being delivered to the ventilator side of the membrane in the expiratory valve. The investigation was due to continuous failure of the leak test despite cleaning the well and replacing all components of the patient set and expiratory valve. No health consequences or impact.